Manufacturer narrative:
(B)(4). Date sent: 3/20/2020. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. H2: additional information received: additional information was requested and the following was received: can you please clarify the statement you made regarding " the product(tt012) was fragment when used as a mirror hole."? Was the tt012 device separated into pieces? If yes, were all pieces retrieved from the patient? The (tt012) is used as a puncture device to pass through the mirror hole. When the lens rod body of the cavity mirror is twisted, the head end of the tt012 device broke into 4 pieces . All pieces retrieved from the patient.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified.

Event description:
It was reported that during the endoscopic wedge resection of lung surgery, the product (tt012) was fragmented when used as a mirror hole. Changed to new one to complete surgery. There was no patient consequence reported.